Event description:
Report alleges plaintiff has her implants removed and reinserted in 10/86; however, no specific reason was given. Report also alleges as a result of her implants, plaintiff has suffered injuries including physical pain, mental anguish, disfigurement and physical impairment.